Event description:
Medtronic received information reporting that the concerto coil was advanced into a c2 catheter, not the progreat, an the coil deployed on its own. The coil was not implanted. There was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the concerto coil, cordis guide catheter, and terumo progreat micro catheter were returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened concerto outer carton and within an opened concerto inner pouch. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube. The break indicator was found still intact. There were no evidence of detachment attempts at these locations. The pusher was found kinked at ~6.7cm from the distal end. The coin was found still against the lumen stop. The shield coil was found undamaged. The detach element was found still attached to the pusher. The implant coil was found broken from the detach element. The implant coil was found damaged, stretched and entangled with the returned catheters. The implant coil was found stuck within the cordis guide catheter. No damages or irregularities were found with the cordis guide catheter. Dried blood was found on the hub and within the catheter. The guide catheter was cut to remove the implant coil and a large amount of dried blood was found within the catheter. No other irregularities could be found with the guide catheter. No damages or irregularities were found with the returned progreat micro catheter. Testing/analysis: n/a conclusion: based on the analysis performed, the customer report of ¿premature detachment" was confirmed. The cause of the premature detachment is the implant coil found broken from the detach element. It is possible the break found with the implant coil occurred due to retracting the implant coil against resistance caused by the coagulated blood. The pusher was found kinked, indicative of advancing the device against resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.